Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported through the attorney for the patient, that allegedly" on or about (B)(6) 2004, the patient underwent a right hip replacement surgery." It was further alleged that, "the prosthetic device malfunction and broke requiring the patient to undergo a revision in (B)(6) 2008."